Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0uu6y, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a gradual loss or change of therapy. The patient had problems getting to the bathroom. The patient felt stimulation in the correct area. Before the patient left for another state they had a myelogram and a CT scan around (B)(6) 2015. Following their return on (B)(6) 2015 was when the patient noticed the change in therapy. There were no falls or trauma related to the issue. The patient mentioned that they were initially set at 2.0v after implant and when they checked the implantable neurostimulator (ins) following the loss of therapy, they were at 1.7v. The patient did not know how the change occurred. The patient increased stimulation from 1.7v to 2.5v prior to calling in and decreased to 2.1v. The patient felt stimulation the same as after implant. The loss of therapeutic effect had been resolved as of (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient's symptoms were returning on and off since (B)(6) 2015. The patient felt stimulation and increased stimulation from 2.4v to 2.5v on program 1 and the ins was turned on.